Event description:
It was reported that the pulse generator exhibited intermittent ventricular capture. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Additional analysis notes hybrid was sent to (B)(4) for further testing. The hybrid passed ate test. No anomaly was found.

Manufacturer narrative:
Final analysis found that the device functioned within product specification when the pacing rate was programmed to 130 ppm or below. When the pacing rate was programmed to above 130 ppm, the rate dropped and incorrect measured data was shown on the programmer. The cause of the anomaly could not be determined.